Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced low blood glucose readings, including a transient value of 65 mg/dl that improved to 78 mg/dl after oral carbohydrate intake, and the patient had recently double-announced a meal; device data review showed only one low event in the prior two weeks and the agent provided education on appropriate carbohydrate treatment and avoiding overcorrection. Symptoms included hypoglycemia. Outcomes included resolution with oral glucose and no hospitalization. Investigation included review of device-reported glucose events and user-reported actions, along with troubleshooting and education. Investigation of this case revealed no device malfunction, with user behavior (double meal announcement and potential overcorrection) identified as a likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.